Manufacturer narrative:
The customer noted that they were able to get the numbers back when they connected the iabp unit to a pressure transducer and re-zeroed. Three (3) good faith efforts (gfe) were sent to obtain additional information regarding repairs and unit status, but no additional information has been provided at this time. A supplemental report will be submitted upon completion of our investigation

Event description:
N/a

Manufacturer narrative:
Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted when this information is provided to us.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) fiber-optic went blank. Approximately one hour after therapy began, the fiber-optic went blank and the nurse switched to pressure bag reading. The nurse was unable to recalibrate. The patient was successfully removed from the iabp. No patient harm, serious injury or adverse event was reported.